Event description:
It was reported the patient lost weight, causing the ipg to be superficial and causing pain at the pocket site. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated surgical intervention took place wherein the ipg was replaced with a smaller ipg, thereby resolving the issue.